Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery test. Insulin pump received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the customer had been having high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer could not get the blood glucose down with the device. Customer wanted the device replaced. Customer agreed to return the device for analysis.